Event description:
Reporter stated the infusion set disconnected by itself and leaked insulin. No physiological effects were reported. The infusion set was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).